Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen. Magnified inspection revealed a pinhole in the balloon wall 1.5mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, in-stent restenosis target lesion of a previously placed 3.0 mm non-bsc stent was located in the moderately tortuous proximal left circumflex (lcx). The 12mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation, however, on the first inflation at 6 atmospheres, the balloon ruptured. It was considered that the event occurred because a part of the stent strut was in the left anterior descending (lad) artery. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, in-stent restenosis target lesion of a previously placed 3.0 mm non-bsc stent was located in the moderately tortuous proximal left circumflex (lcx). The 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation, however, on the first inflation at 6 atmospheres, the balloon ruptured. It was considered that the event occurred because a part of the stent strut was in the left anterior descending (lad) artery. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.